Event description:
During index procedure the patient had 2 endeavor sprint drug-eluting stent, 1 to the rca and 1 to the lad. Approximately 27 months post index procedure the patient suffered an ischemic cva with an outcome of disability. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Results and conclusions: (cva/stroke). (B)(4).